Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure (batch no. 846831) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), back pain ("back pain"), arthralgia ("hips pain / joint pain"), headache ("headache"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("problems concentrating"), menstrual disorder ("changes in menstrual cycle"), heavy menstrual bleeding ("abnormally heavy bleeding during menstrual cycle"), dyspareunia ("dyspareunia"), mental disorder ("psychological problems"), feeling abnormal ("brain fog"), tooth disorder ("dental problems") and myalgia ("muscle pain") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal surgically, fallopian tubes removed, possibly uterus and ovaries removed). Essure was removed. At the time of the report, the abdominal pain, hypersensitivity, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, menstrual disorder, heavy menstrual bleeding, hormone level abnormal, dyspareunia, mental disorder, feeling abnormal, tooth disorder and myalgia outcome was unknown. The reporter provided no causality assessment for dyspareunia, feeling abnormal, mental disorder, myalgia and tooth disorder with essure. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and menstrual disorder to be related to essure. The reporter commented: lawyer reported essure lot # 846831 manufacturing release date was 5 june 2011. Lot number: 846831. Manufacturing date: 2011-03. Expiration date: 2014-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign materials were removed from my body') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal pain ("severe (chronic) pain in the abdomen"), back pain ("back pain"), arthralgia ("hips pain"), headache ("headache"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("problems concentrating"), menstrual disorder ("changes in their menstrual cycle"), menorrhagia ("abnormally heavy bleeding during menstrual cycle") and hypersensitivity ("allergic reactions") and was found to have hormone level abnormal ("abnormally heavy bleeding during menstrual cycle"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, abdominal pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, menstrual disorder, menorrhagia, hormone level abnormal and hypersensitivity outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, hormone level abnormal, hypersensitivity, medical device removal, menorrhagia and menstrual disorder to be related to essure. Most recent follow-up information incorporated above includes: on 22-jan-2021: writ of summon received, adverse events added "severe (chronic) pain in the abdomen, back pain, hips pain, headache, extreme and chronic fatigue, memory loss, problems concentrating, changes in their menstrual cycle, abnormally heavy bleeding, hormonal problems, allergic reactions." Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure (batch no. 846831) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), back pain ("back pain"), arthralgia ("hips pain / joint pain"), headache ("headache"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("problems concentrating"), menstrual disorder ("changes in menstrual cycle"), heavy menstrual bleeding ("abnormally heavy bleeding during menstrual cycle"), dyspareunia ("dyspareunia"), mental disorder ("psychological problems"), feeling abnormal ("brain fog"), tooth disorder ("dental problems") and myalgia ("muscle pain") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal surgically, fallopian tubes removed, possibly uterus and ovaries removed). Essure was removed. At the time of the report, the abdominal pain, hypersensitivity, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, menstrual disorder, heavy menstrual bleeding, hormone level abnormal, dyspareunia, mental disorder, feeling abnormal, tooth disorder and myalgia outcome was unknown. The reporter provided no causality assessment for dyspareunia, feeling abnormal, mental disorder, myalgia and tooth disorder with essure. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and menstrual disorder to be related to essure. The reporter commented: lawyer reported essure lot # 846831 manufacturing release date was (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2021: essure lot number received, new reporter type (lawyer) and new adverse events added: dyspareunia, psychological problems, brain fog, dental problems and muscle pain. The essure lot number was added. Lawyer reported essure lot # 846831 manufacturing release date was (B)(6) 2011. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), back pain ("back pain"), arthralgia ("hips pain"), headache ("headache"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("problems concentrating"), menstrual disorder ("changes in menstrual cycle") and menorrhagia ("abnormally heavy bleeding during menstrual cycle") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal surgically, fallopian tubes removed, possibly uterus and ovaries removed). Essure was removed. At the time of the report, the abdominal pain, hypersensitivity, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, menstrual disorder, menorrhagia and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia and menstrual disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2021: quality safety evaluation of ptc. The reported term of the event pt hormone level abnormal was amended (hormone problems). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign materials were removed from my body') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.